Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2016; explant date brand name activa; product ID 3708660 (serial: (B)(6) ); product type: 0191-extension; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the replacement of an implantable neurostimulator, the patient experienced an electrical sensation in the mouth and face when the stimulation was turned on. The sensation was described as intermittent. Additionally, it was noted that the wires were "bunched up" following the replacement procedure. The patient was advised to consult their healthcare provider for further evaluation of the issue.